Manufacturer narrative:
Additional information: g3, h3, h6, based on the information provided, which may include the returned device (if available), pictures, videos, event description, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes striking bone or applying excessive force when attempting to pass the needle through fibrous or calcified tissue, as noted in the directions for use (dfu-0392-sub-eo, warning for scorpion products). Additional contributing factors may include excessive force used to pass the needle through the scorpion instrument or failure to inspect the instrument prior to use, as outlined in the directions for use (dfu-0255-EU-01-eo) for arthrex hand instruments. K. Inspection and maintenance 1. Arthrex instruments are precision medical instruments and must be used and handled with care. Inspect the instruments for damage prior to use and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. 2. Pre- use inspection criteria a. Hand operation functional test: without the use of excessive force, squeeze handles together and verify the jaw and tip squarely meet with no visible gaps when closed. Spread handles apart and verify the movement is free and non-restrictive and that movement is seen at the distal end. Repeat two times minimum. Verify devices with cutting ability and sharpness of points and edges. B. Distal end integrity visual inspection: I. Devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear. Dull devices may require replacement or discard if they no longer perform as designed. Inspection prior to use should include verifying the cutting ability and sharpness of these points and edges.

Event description:
On 7th may 2025, it was reported by an arthrex employee via email that for 2 units of ar-13995n multifire¿ scorpion¿ needle, the needles broke in the cuff whilst trying to pass fibertape. This was detected during use in an arthroscopic rotator cuff procedure on (B)(6) 2025. The case was completed successfully as a new needle was opened, however two broke in the patient. 8th may 2025 - it was updated by the complaint initiator that their procedural delay, 15min as indicated by complaint initiator as there was metal in the cuff. The broken fragments were not retrieved as they were buried in the patient's tissue and to remove them would be more harmful.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.